Event description:
It was reported that the implantable pacemaker alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to low evoked response the last four days. The intrinsic amplitude is out of range with decreased measurements from 7.6mv to 2.9mv (millivolts). Stored atrial tachy response (atr) episodes show intermittent capture on this recently implanted right ventricular (rv) lead. The rv impedance measurements remain stable. At this time, the device and lead remain in service. No adverse patient effects were reported.